Event description:
No patient involvement has been reported. There is no information concerning any intended procedure as well.

Manufacturer narrative:
Additional information has been received from the end user facility. No information concerning any event, procedure, and/or patient has been provided.

Manufacturer narrative:
The customer is unwilling to return the device to olympus and has reported that the issue has been resolved. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Customer unwilling to return; issue resolved.

Event description:
The user facility¿s biomed contacted olympus to report intermittent image/function of a visera elite ii video system center during a case. The suspect device was connected to the monitor via serial digital interface (sdi). No patient or user harm has been reported.